Event description:
It was reported that pump displayed malfunction alarm after exposure to extreme temperature. It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl. Elevated bg was addressed by correction bolus via pump and did not require assistance from a third-party. Technical support provided instructions to reset pump, assisted customer with reset, confirmed that malfunction did not recur, advised customer to continue using pump, and instructed customer to call back if malfunction alarm appeared again.